Event description:
It was reported while using bd emeraldtm syringe with detached needle the needle pierced the sterile barrier. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the dealer reported that in the reproductive medicine department of the hospital, because there were two needles in the injection needle, one of which was exposed, the doctor was stabbed by the exposed needle when using the product.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-may-2023. H6: investigation summary: a device history record review was completed for provided material number (B)(6) and lot number 2012126. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples and the affected physical sample were returned for evaluation by our investigative team. Through examination of the sample, one extra needle component was observed outside of the blister cavity and the package seal. This defect most likely resulted from a misplacement of a needle during production. Afterwards, the needle was broken due to the package sealing process.

Event description:
It was reported while using bd emeraldtm syringe with detached needle the needle pierced the sterile barrier. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the dealer reported that in the reproductive medicine department of the hospital, because there were two needles in the injection needle, one of which was exposed, the doctor was stabbed by the exposed needle when using the product.